Event description:
It was reported that the patient was referred to surgery for a generator replacement due to battery depletion but high impedance was discovered pre-surgically with system diagnostics. The surgeon performed a full revision of lead and generator. Because the patient was an active individual, it was believed that the lead was broken during activity rather than a seizure. The explanted products have not been received to date.

Event description:
The explanted lead and generator were received for product analysis. Product analysis identified that the generator was partially depleted with the end of service indicator flagged. No anomalies in the returned generator were identified. Product analysis was completed on the returned lead. A portion of the lead was returned in one piece; however, the remaining portion of the lead, including the electrodes, were not returned. Product analysis identified a single set screw indentation at the end tip of the connector pin, which suggests that the lead pin was not inserted completely at one point in time and may have caused high impedance. However, a pair of set screw marks that shows good electromechanical connections existed at one time was also observed. This, along with the initial report that system diagnostics had been within normal limits many times prior to surgery, makes it unlikely that incomplete pin insertion is the cause of the high impedance. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.